Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf (stsf) catheter and as they were in the middle of a premature ventricular contraction (pvc) ablation, at some point, they were getting heavy artifacts on the stsf 1-2 signals during ablation. They pulled out the catheter and could observe blood inside of the transparent part of the catheter tip. They immediately replaced the catheter and finished the procedure without any further issues. The physician did not report any difficulties maneuvering. They could not identify any visible cracks that can be seen with the naked eye. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, microscopy and electrical examination of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, microscopy and electrical examination of the returned device were performed following j&j procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The damage on the pebax's surface could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Then, an electrical test was performed and a signal noise were observed on the carto 3 screen. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The hole observed on the pebax's surface could be related to the electrical and foreign material issues reported by the customer; therefore the complaint was confirmed. The potential cause of the issue is due to an unintended use error caused or contributed to the event. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).